Manufacturer narrative:
(B)(4). The information provided in case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The case severity was changed to serious injury.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 586 mg/dl and current blood glucose level was 386 mg/dl. Customer was treated with injection. The device will not be returned for analysis.